Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial#: (B)(4) description: artisan 2x8 lim,50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's ipg is implanted too high and causing the patient pocket discomfort. The patient's precision system was explanted. The physician explanted the device because the patient needed MRI for another back surgery (unrelated to the device). The devices were working properly. The patient is doing well following the explant procedure.